Event description:
On (B)(6) 2010 I started to get chronic fatigue. On (B)(6) 2012 major back pain; on (B)(6) 2014 joint pain, on (B)(6) 2015 depression; on (B)(6) 2015 recurrent vaginal cysts, on (B)(6) 2016 hand numbness/ burning stabbing pains, suspected carpal tunnel, but nerve test and MRI fail to show any signs of carpal tunnel. On (B)(6) 2016 severe breast pain. Which is constant now. On (B)(6) 2017 cystic acne-fungal based. On (B)(6) 2018 hair loss. All blood test are normal and "it's in my head" what I'm told. I feel like I am dying. I got implants (B)(6) 2006. Mentor smooth moderate profile saline implants. I need them removed and the cost of removal is twice the cost of getting them. I was not properly informed of the risks of going through with this surgery. I was told that there was a 2% chance I wouldn't be able to breast feed and that there is a very small percent that I might get capsular contracture other than the online time I would need my implant replaced is upon rupture, but my dr told me that he has seen implants go longer than 20 years without rupture. I was never informed that the shell containing the saline is made of silicone and will degrade over time and the silicone molecules can leach into your body making you very sick. FDA safety report ID# (B)(4).